Event description:
It was reported that during a da vinci si hysterectomy with bilateral salpingo-oophorectomy (bso) procedure, the surgical staff allegedly noticed that the fenestrated bipolar forceps instrument had a broken wire. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results confirmed the alleged complaint of a broken cable. The pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Engineering evaluation also found a bent grip tip. One grip was bent, causing side to side misalignment of grips. There was a .3020 offset at the tips. Engineering evaluation concluded that the damage was likely due to mishandling. Electrical continuity testing of the instrument passed. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported broken cable issue if to recur could cause or contribute to an adverse event.